Event description:
On (B)(6) 2012, a cde contacted animas to report that the patient's grandmother contacted her on (B)(6) 2012 and reported that the patient accidentally primed while attached and administered insulin into herself. The cde was told by the patient's grandmother, that the patient was restarted back on the pump that week during an office visit with her hcp. The hcp instructed the patient to connect to pump and reportedly then the hcp stepped out of the room. The patient's grandmother stated the patient started the pump and accidentally primed the pump while connected. It was reported that the patient primed the entire cartridge. The patient's family reported the incident to the physician who then admitted her to the hospital immediately. It is not known what the patient's blood glucose (bg) values were at the time she was admitted to the hospital or what treatment she received. The patient's physician requested that the patient receive formal retraining on the pump. Customer support made several attempts to reach the patient's grandmother to obtain additional information regarding the incident; however, were unsuccessful in their attempts. This complaint is being reported because the patient reportedly was hospitalized after receiving an inadvertent infusion while on insulin pump therapy. The patient's alleged injury can be attributed to use error since the pump alerts the patient to disconnect prior to priming.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2013-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: there was no data in black box or download histories from the time of the reported inadvertent infusion due to continued pump use. There was no activity related to the complaint observed in the pump histories. A review of the available histories indicated that daily insulin delivery totals correctly reflected programmed basal rates. Before priming the pump displays the appropriate warning: ¿be sure set is disconnected from your body. Then select continue¿. The pump was exercised for 29 hours with no delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately. Use error was determined to be the cause of the reported incident. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.